Event description:
The physician intended to implant a 2.75 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The target lesion was pre-dilated. Resistance was encountered loading the resolute integrity device on to the guidewire, loading the device through the haemostatic valve and advancing the device to the target lesion. Negative pressure was applied to the device prior to attempted delivery. It was reported that the stent of the delivery system dislodged in the mid aorta, near the renal arteries. The dislodged stent was retrieved using an unknown brand balloon. The stent of the device was handled directly during preparation. No clinical sequelae were reported. Evaluation summary: the delivery system was returned to the manufacturing facility for evaluation. The hypotube was severely kinked. The proximal pillow balloon folds were partially opened. The stent was not returned with the device. There were crimp impressions evident along the working length of the balloon. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (IFU recommends not applying negative pressure on inflation device after balloon preparation and prior to delivering the stent), inherent risk of procedure (stent embolism). Evaluation, conclusions: user error contributed to event (IFU recommends not applying negative pressure on inflation device after balloon preparation and prior to delivering the stent). (B)(4).